Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported that a component was displaced on the angio seal pouch when opened. The following information was provided by the user facility: the bypass tube was already detached; the event happened during preparation; the bypass tube was found already detached from the carrier tube tip when the poly-foil pouch was opened; the pouch was opened on a clear and flat surface all the way from the arrow side to the end; the bypass tube was left in the pouch; the physician stopped using the device; hemostasis was achieved using another device of the same model; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.